Event description:
No fragments of the balloon were remained in the patient.

Manufacturer narrative:
Product analysis :visual and optical examination of the ibt balloon identified a small pinhole puncture near the distal peak of the balloon. The location, nature and timing of the balloon puncture is consistent with in vivo contact with sharp object, such as bone splinters. The above observations are consistent with in vivo contact with sharp object.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Product image review: submitted images appear to display area of intervertebral contrast, which suggests possible burst/leaking ibt. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty at d12 for osteoporotic fracture. Intra-op, balloon burst during the inflation of balloon. Product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.